Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced vomiting and was taken to the hospital by ambulance and diagnosed with diabetes keto acidosis and hospitalized. During hospitalization, the customer was administered intravenous fluids and insulin (dose/type unknown) from healthcare professional. Hospitalization duration was approximately 2¿3 days. There was no report of death or permanent impairment associated with this event.